Event description:
On (B)(6) 2018, the patient underwent endovascular repair of both common iliac arteries aneurysms using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. It was reported the left internal iliac artery was coil embolized and an iliac branch component was deployed in the patient¿s right side. The internal iliac gate was reportedly positioned toward the abdomen as opposed to the desired position of the right internal iliac artery. The physician reportedly attempted to rotate the iliac branch component. However, the attempt to rotate the device was reportedly not successful. The physician the reportedly decided to place the iliac branch component as it was positioned. A sheath was advanced to the internal iliac gate and an internal iliac component (hgb161407a/17267028) was inserted. It was reported resistance was encountered due to severe angulation and stenosis of the ostium of the right internal iliac artery. After multiple attempts to advance the internal iliac component, the resistance was resolved suddenly. Imaging reportedly identified about one third of the internal iliac component was deployed in the location other than intended. The physician attempted to advance the delivery catheter but the leading olive and the endoprostheses would not advance. It was reportedly suspected that the leading olive separated and may have resulted in the partial deployment of the endoprostheses. The physician reportedly gave up maintaining the blood flow to the right internal iliac artery and deployed the remaining portion of endoprostheses by pulling the deployment line. The delivery catheter was then removed. The leading olive was reportedly still on the guidewire. Therefore, the leading olive was removed from the guidewire with a snare catheter. The patient tolerated the procedure.

Manufacturer narrative:
Code 10 - the device was returned to gore for evaluation. The device evaluation showed the following: the delivery catheter was broken at the trailing olive. The leading end had pulled out of the trailing olive bond. The inside of the trailing olive had imprints from the polyimide guidewire lumen. The findings from the evaluation are consistent with the physician¿s observations. The cause for the catheter breakage could not be determined with the available information. Code 22 - the excluder iliac branch endoprosthesis instructions for use (IFU) clearly states: do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. Do not rotate any delivery catheters while the endoprosthesis is inside the introducer sheath. Catheter breakage or premature deployment may occur. Do not rotate the internal iliac component (iic) delivery catheter during delivery, positioning or deployment. Do not attempt to withdraw any undeployed endoprosthesis through the introducer sheaths. The sheath and undeployed device must be removed together. Do not continue advancing and withdrawing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.

Manufacturer narrative:
Adverse event & product problem. Device code. Conclusion code.